Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24dec2020.

Event description:
The customer reported the ventilator is giving check vent alarms indicating a bad power management board. There was no patient involvement. The remote service engineer (rse) advised they will schedule an onsite visit for power management board replacement. The field service engineer (fse) replaced the power management board and the issue was resolved.